Event description:
It was reported that during a moderately tortuous, moderately calcified, 90% stenosed distal circumflex coronary artery procedure, the 2.0 x 12 mm nc trek was prepared per IFU instructions. A balloon ruptured occurred during the first inflation of 12 atmospheres (atm). Another 2.0 x 8 mm nc trek device was used to successfully complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.